Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported issue and found the permanent cautery hook to have a broken ceramic sleeve. The instrument was also found to have thermal damage on the monopolar yaw pulley, which is indicative of electrical discharge at a location other than intended. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the broken piece, which measures approximately 0.017¿ x 0.040¿ in size, was missing as a result of the breakage. The breakage was noted to be most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. No other complaints related to the instrument or the event have been reported. No image or video were provided by the site for review. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's seventh usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the plastic tip of the permanent cautery hook instrument near the end of the hook slid and was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who obtained the following additional information from operating room (or) staff and the surgeon: there was no recollection of issues or patient injury during the instrument¿s last usage.